Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion with mild calcification and mild tortuosity in the left anterior descending artery. When the protective sheath was removed from the xience alpine, the stent had dislodged and remained inside the protective sheath. There was no resistance noted during removal of the protective sheath. The device was not used. A new 2.5 x 33 mm xience alpine was used to complete the procedure successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.